Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy procedure on (B)(6) 2020, the heads of two (2) titanium (ti) matrixneuro screws were sheared upon insertion into the bone with an unknown hand driver. Another screw was used. It is unknown if there was a surgical delay. The surgery was completed successfully with no adverse consequence to the patient.concomitant device reported:unknown hand driver (part# unknown, lot# unknown, quantity# 1).this complaint involves two (2) devices.this is 1 of 2 for report (B)(4).